Event description:
It was reported that the cassette was not attached properly was experienced.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection missing tamper seal. During functional check, the reported complaint was duplicated. Power up pump close latched device displayed constant alarm cassette not attached properly. During testing found downstream occlusion sensor is intermittent. Replaced inoperable downstream occlusion sensor.

Event description:
Additional information received on 19-may-2022 via email and attached to complaint object:no patient involvement was recorded regarding the associated complaint. Any error and/or failure occurred during testing only.